Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered appropriate therapy which successfully converted the patient's ventricular fibrillation (vf) rhythm. The recorded shock impedance for the episode was 1 ohm. A high shock lead impedance alert was noted approximately one week later. System replacement was recommended. Prior to replacing the system approximately one week post device check, this device could no longer be interrogated. The system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The device could not be interrogated. This damage is consistent with energy shorting from a compromised electrode. Devices are not expected to perform to specification post-shorted electrode events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.